Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 544 mg/ dl. The customer did not provide the symptoms regarding high blood glucose. Customer mentioned that she needs assistance with connecting her sensor. Customer was assisted in connecting the sensor successfully. The customer declined troubleshooting for further issue because they had to go at that time and so unable to get details of reservoir and infusion set. The insulin pump was not returned for analysis.